Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment. On (B)(6) 2013, the patient underwent a surgical procedure to excise the excess skin. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.